Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured vertically. The device removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6).